Event description:
This was reported that the pt underwent a gynecological procedure in 2006. During the procedure, the trigger button was pushed and the device would not power up nor rotate prior to first use. No activation of the device occurred. A mini-laparotomy was performed on the pt resulting in a larger surgical incision.

Manufacturer narrative:
The product upon which this medwatch is based has been rec'd, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.